Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 538mg/dl, 337mg/dl, 423mg/dl. Tests were done less than 10 minutes apart with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.